Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the adhesive portion of the set did not adhere properly which resulted in the infusion set detaching from the patient's skin and falling away from their body. According to the patient's mother, the patient blood glucose levels were not impacted. No permanent adverse effects to the patient reported.